Event description:
Customer alleges discrepant results with meter compared to the lab. Results as follows: date: (B)(6) 2011, inratio: 7.5, lab: 2.5. Lab draw was immediately after test on meter. Pt's therapeutic range is: 2-3.

Manufacturer narrative:
Investigation pending.